Manufacturer narrative:
Due to character restrictions in block e1, full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp) had coiled cord connection fa. There was no patient involved.

Manufacturer narrative:
The complaint record is being cancelled, as the information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional information is received, the complaint will be reopened and updated accordingly. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only updated fields: b4; g3; g6; h2; h11.

Event description:
N/a